Manufacturer narrative:
(B)(4)

Event description:
It was reported that the ventilator was shutting down. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the power supply.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.